Manufacturer narrative:
(B)(4): a follow up report will be submitted after philips obtains more info concerning this event.

Event description:
The customer reported to philips an incident with a m1019a gas module. The g5 was showing too low co2 so the pt received too much co2 during the procedure.